Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer 4.2 failed and was having read, write, invalid cubie memory error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a pocket could not be recovered due to a read/write error. A field service engineer guided the customer through troubleshooting steps, which led to successfully clearing the error and restoring pocket functionality to resolve. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer 4.2 failed and was having read, write, invalid cubie memory error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 failed and was having read, write, invalid cubie memory error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem and section g report source.